Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. It was reported that the patient was inquiring about the effects that a bladder infection can have on the device.

Event description:
Additional information received from the patient indicated that they started experiencing the bladder infection on (B)(6) 2016. It was noted that a 10 day regimen of 100 mg of nitrofurantoin mono/macro antibiotics two times a day took care of the bladder infections. They were not sure what caused the bladder infection, but it was mentioned that the pain was so severe and seemed as if it was located near the device. The patient did not have a prior history of bladder infections prior and since the implant of the device. The patient stated that their primary care provider was notified of the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.